Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of visualization of particles. There was no report of serious or permanent patient harm or injury. The device was returned and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation.

Manufacturer narrative:
Additional information has been added. H11 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles there was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation and there is a visible foam degradation. Secondary findings were observed. The third-party service center concludes that they could confirm the customer's allegation and the device was corrected. During evaluation 1 error was observed the manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box a: patient identifier has been updated. In box e: reporter first name, reporter last name, reporter phone #, reporter email has been updated.